Manufacturer narrative:
H.6: investigation summary. Material #: 368835. Lot/batch #: 3087892. Bd had not received samples, but 3 photos were provided for investigation. The photos were reviewed and the indicated failure mode for insufficient blood flow was observed. The flash chamber is seen to be filled with blood. Additionally, 10 retention samples from bd inventory were evaluated by functional testing, each used to draw 6 vacutainer tubes with water and the issue of insufficient flow was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode insufficient blood flow. Bd was not able to identify a root cause for the indicated failure mode. It¿s important that the user utilizes the flash chamber of the device to ¿signal¿ to them that they have accessed the vein. If a tube is placed on the device before vein access (and therefore the device has not flashed), the flash chamber can overfill with blood and cause flow issues. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
Report 2 of 3. It was reported that while using bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder that blood fills around hub but does not go into needle bottle. Impedes filling of sample tubes. Requires other arm to be accessed for venepuncture making donor unable to donate. No patient impact or injury reported.